Manufacturer narrative:
B5: product returned for investigation; exterior physical visual inspection: passed. Test transmitter voltage: fail (0v). D9--yes. Returned to manufacturer. H3 --yes. Evaluation summary attached. H6 --10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A transmitter voltage test was performed and fail at 0v.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.